Event description:
While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly [device connection issue] . While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly. [Device difficult to use] . Once the syringe was connected, it was impossible to push the medication. It's almost like it was completely blocked [device malfunction] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device connection issue, device difficult to use, device malfunction and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 01-aug-2024, amneal pharmaceuticals received information from the other non-healthcare professional via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 0.5/5 mg/ml (ndc: 70121-1705-1, lot: ap240058, exp date: 31-jan-2026) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use were not reported. Laboratory tests not reported. On an unknown date of (B)(6) 2024, the pharmacy received the medication from their wholesaler. It was reported that, the medication didn't come out from the syringe they felt like some resistance when injecting the medication to the patient. The major issues were with the luer lock connector. While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly. Once the syringe was connected, it was impossible to push the medication. It's almost like it was completely blocked. The syringe barrel did not move. The reporter additionally stated that, they used 18 cm small bore pressure infusion clear purple clamp rotating luer from ICU medical. This was extremely concerning given that this medication was needed in emergent situations. Last action taken with atropine sulfate injection in relation to device connection issue, device difficult to use, device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device connection issue, device difficult to use, device malfunction and no adverse event was unknown. The reporter assessed the causality of device connection issue, device difficult to use, device malfunction and no adverse event as related to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 30-sep-2024. New information received includes qa investigation report, attached with this case. Complaint was received from operations manager, doylestown inpatient pharmacy for the product: atropine sulfate injection, usp 0.5 mg/5 ml (0.1 mg/ml), lot no.: ap240058 regarding white plastic on syringe is falling off and sometimes it's hard to attach the syringe to the pump. Complainant had used 18 cm small bore pressure infusion clear purple clamp rotating luer from ICU medical. Complainant had provided complaint samples photograph. Examination of complaint samples photograph reveals that one pfs is not connected to needle or connector and another pfs is connected to clear purple clamp. The medication of both the pre-filled syringes was partially consumed. Review of batch processing and controls during manufacturing, finished product retained sample and reserved sample of glass syringe visual examination, review of packing material used in complaint lot, review of product packing and controls, review of stability data and historical review was done and no unusual observation found which could attribute to reported complaint. Based on investigation, no cause corroborated to the manufacturing and packing process of complaint lot no.: ap240058 which could lead to reported complaint. Simulation study performed on retained sample of complaint lot no.: ap240058 reveals that medication was easily expelled from the syringe to beaker by applying gentle force to the plunger rod of atropine sulfate injection, usp 0.5 mg/5 ml retain sample pfs. Ribbed part of lure lock remained attached to the syringe tip while expelling medication from syringe to beaker. No abnormality observed during stability sample analysis of complaint lot no. Ap240058 which resembles the reported complaint. Review of pack insert instruction reveals that pil does not recommend any connectors for administration of product atropine sulfate injection, usp 0.5 mg/5 ml (0.1 mg/ml). Review of previous vendor in-coming material complaint investigation reveals that during manufacturing, each glass is checked for blockage on the closure assembly machine. Also, tip bore ID is being measured 100% by the camera inspection system. The vendor investigation inferred that there is no specific systemic root cause identified hence this occurrence could not be substantiated or corroborated to any schott poonawalla operations and non-systemic in nature. At schott poonawalla studies demonstrate that subjected pfs barrel tip are compatible with reference connector c1 and c3 as per iso 80369-7:2026. Based on complainant communication and examination of complaint sample photograph there might be possibility that connector used by complainant may not be compatible with the pfs barrel tip and led to blockage of pfs tip which could have led to reported complaint the medication is not coming out from the syringe and after attaching the pump to the syringe the white plastic on syringe is falling off and sometimes it's hard to attach the syringe to the pump . Based on investigation, it was inferred that reported complaint could not be attributed to drug product processing at amneal site and primary packing material manufacturing at schott poonawalla. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device connection issue, device difficult to use, device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device connection issue, device difficult to use, device malfunction and no adverse event was unknown. The reporter assessed the causality of device connection issue, device difficult to use, device malfunction and no adverse event as related to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.

Event description:
While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly [device connection issue] . While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly. [Device difficult to use] . Once the syringe was connected, it was impossible to push the medication. It's almost like it was completely blocked [device malfunction] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device connection issue, device difficult to use, device malfunction and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 01-aug-2024, amneal pharmaceuticals received information from the other non-healthcare professional via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 0.5/5 mg/ml (ndc: 70121-1705-1, lot: ap240058, exp date: 31-jan-2026) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use were not reported. Laboratory tests not reported. On an unknown date of (B)(6) 2024, the pharmacy received the medication from their wholesaler. It was reported that, the medication didn't come out from the syringe they felt like some resistance when injecting the medication to the patient. The major issues were with the luer lock connector. While connecting the luer lock, the piece on the syringe spins, making it difficult to attach the syringe quickly. Once the syringe was connected, it was impossible to push the medication. It's almost like it was completely blocked. The syringe barrel did not move. The reporter additionally stated that, they used 18 cm small bore pressure infusion clear purple clamp rotating luer from ICU medical. This was extremely concerning given that this medication was needed in emergent situations. Last action taken with atropine sulfate injection in relation to device connection issue, device difficult to use, device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device connection issue, device difficult to use, device malfunction and no adverse event was unknown. The reporter assessed the causality of device connection issue, device difficult to use, device malfunction and no adverse event as related to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.